Event description:
It was reported that a trainer performed a factory reset of the ilet pump due to maladaptation of mealtime insulin dosing, as the user had been using ¿less than¿ meal announcements to correct elevated glucose; this represented a user procedure issue associated with the device¿s user interface. Symptoms included hyperglycemia. Outcomes included insufficient information as several attempts were made to obtain additional information from the user regarding symptoms and outcomes. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to improper or incorrect method, with the user interface implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.